Event description:
Pt reports that cadd extension set lot number 6026911 was leaking when priming during a cassette change. Pt successfully used a different cadd extension set. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not applicable as no pump issue was reported. Photographs were not provided. Current remodulin dose: 61ng/kg/min via continuous IV infusion. Did the reported product fault occur while in use with a pt? - no; did the product issue cause or contribute to pt or clinical injury? - no; is the actual product available for investigation? - unknown; did pharmacy replace product? - no; did the pt have a backup product they were able to switch to? - yes; was the pt able to successfully continue their therapy? - yes; is the therapy life-sustaining? - yes; what is the outcome of the event? - resolved.